Manufacturer narrative:
The 12v sla battery clip was returned to the manufacturer for evaluation. Upon examination of the battery clip housing, the threaded connector was loose and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector was addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) was issued. No further information is available. The manufacturer is now closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient found that the battery clip thread was loose from the housing. The patient exchanged the battery clip without incident. No further issues were reported. The patient remains ongoing and no further issues were reported.